Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the doctor explanted pt's system on (B)(6) 2011 because of the pt's statement/complaint that although device provided good coverage, it did not help their pain. No further info is available at this time.

Manufacturer narrative:
Eval: conclusion: analysis of the ipg revealed normal device characteristics. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.